Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up with 40 non-sustained lead noise episodes and 11 non-sustained vt episodes. The patient did not receive inappropriate therapy. All episodes were diagnosed as noise. Fracture was also reported. Lead was capped.